Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician as unable to verify the customer's reported issue. The device passed 121.3 hours of extended bench testing the customer's settings. The device passed initial final test and initial alarm volume test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator was not delivering volumes when placed on a patient. At this time, it is unknown if there was any patient harm associated with the reported event.